Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is capsure, type of device is implantable pacing lead, model is 4024, implant date is -1995 and manufacturer patient/device codes used.

Event description:
Unacceptable thresholds, sensing difficulty